Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Thirteen non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Two inappropriate shocks were delivered on (B)(6) 2016 due to non-physiologic oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular impedance was steady at approximately 463 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) ventricular sic since the last session two days ago. Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fractured and shocked the patient inappropriately. The rv lead exhibited high impedance, noise and oversensing with occasional double counting of r waves. The rv lead was reprogrammed and subsequently, explanted and replaced. The right atrial (ra) lead was reported to have pulled back, which was confirmed by x-ray. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.